Event description:
Customer reported via phone call that their insulin pump is alarming. Customer also states that insulin was squirting out during manual prime.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at the electronic assembly also, moisture damage was found on the motor, keypad, battery tube and vibrator assembly. Unable verify e15 alarm due to blank display. The insulin pump has cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.